Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for complex regional pain syndrome type ii. The patient reported that their husband threw away their manual. Patient services asked the patient if they wanted them to help them with the programmer and they stated that they wanted a manual and was nervous because ¿when they would go to the doctor they would increase it and one time they got shocked throughout their whole body, so they stated that they were afraid to do it by themselves¿. The patient stated that they didn¿t remember what year this started to happen, but they stated that ¿it happened every time they tried to increase it¿. They stated that they would then get coverage where they need it most, but then in a few days it would go away. The patient stated that the doctor told them that this was because of the nerve damage that the coverage wasn¿t staying. The patient was redirected to follow-up with their healthcare provider. A new programmer manual mailed out to the patient. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient clarifying that they were not getting shocked when they increased their stimulation, they were getting shocked if the stimulator was increased too much. They indicated that their loss of coverage was due to their unrelated nerve damage. The patient reported that they did not have dates, but that they had met with manufacturing representatives (rep) and would get the coverage where they needed it, but then they would lose it in a couple of days. When asked if their shocking issue and loss of coverage had been resolved, the patient indicated that their loss of coverage issue had not been resolved. They stated that they were going to meet with a rep on (B)(6)2017 as they felt like their crps (complex regional pain syndrome) was spreading to both feet and from their left hip all the way to their foot. The patient indicated that they weighed (B)(6) pounds at the time of the event. No further complications were reported/anticipated.